Event description:
Patient reported left side was "firm and looked abnormal due to capsular contracture." The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "firm and looks abnormal due to capsular contracture".

Event description:
Patient reported, left side was "firm and looked abnormal, due to capsular contracture". The device has been explanted.